Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a high pitch squeal. The customer received an alarm and they tried to remove the battery. The buttons on the insulin pump were unresponsive. The time was stuck on the screen. The time was stuck after they took the battery out. Customer's blood glucose level was 144 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. All the buttons functioned properly and no button error alarm, frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.